Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles. The patient alleged sore throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device. The patient alleged visualization of particles. The patient alleged sore throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown contaminant on the top enclosure, blower box, front panel, rear panel, and bottom enclosure, keratin-like substance was observed on the blower box outlet, liquid ingress with dust consistent with mineral deposits on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-53. The manufacturer concludes there was evidence of contaminant on the top enclosure, blower box, front panel, rear panel, and bottom enclosure, keratin-like substance was observed on the blower box outlet, liquid ingress with dust consistent with mineral deposits on the blower and blower box. The manufacturer confirmed there no was evidence of sound abatement foam degradation/breakdown.